Manufacturer narrative:
(B)(4).

Event description:
It was reported that an infection was suspected since the area of the lead was red and the patient had a fever. The trial began one week prior to the report and the patient went from 'six pads a day to one pad a day.' Additional information received on (B)(4)-2012 reported that the chronic lead was removed and discarded. The infection was at the pocket site in the upper left buttocks. The infection was cultured, but results were unknown at the time. The patient was on antibiotics and the health care provider (hcp) planned on implanting the patient with the full system at the end of (B)(6). Additional information was requested, but was not available as of the date of this report.